Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip investigation discovered the pump starting capacitor was faulty causing the main pump to be inoperative. The starting capacitor failure caused the emitted burning smell. Following replacement of the pump capacitor and main pump, the device passed inspection and is fully operational.

Event description:
Customer reports that their device produced smoke upon start-up.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that their device produced smoke upon start-up.